Manufacturer narrative:
Upon receipt of additional medical records, it was determined that the post-operative complication is related to disease progression and not zimmer biomet devices.

Event description:
Upon receipt of additional medical records, it was determined that the post-operative complication is related to disease progression and not zimmer biomet devices.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient's knee distorted a second time following knee subchondroplasty, resulting in pain. The patient is scheduled for a consult and to discuss treatment. Attempts have been made, however, no additional information is available at this time.